Event description:
Hcp reported the pt presented for a refill in 2004 around 1:20pm. The hcp had trouble accessing the refill port and after several needlesticks they switched to the isomed refill kit. The pt was refilled with fentanyl, clonidine, and ketamine. The pt then drove to the grocery store and then home. The pt collapsed at their stoop which a neighbor saw and called 911. The pt was put on a ventilator and admitted to the intensive care unit. The pt was hospitalized 3 days. While hospitalized the pump was emptied. There is a plan for the pump to be explanted within the next two weeks. A follow up report will be sent when additional info is available.